Manufacturer narrative:
Report date: 15sep2021.

Event description:
The customer reported the unit was doing things on its own, turning on and off. The device was not in use on a patient. No patient or user harm was reported. The customer communicated with the remote service engineer (rse) about the issue. The customer confirmed and duplicated the reported issue. The customer replaced the graphics user interface (gui) card to resolve the issue. The unit was tested, and it was returned to service.